Event description:
It was reported that the patient heard the pump beeping and was in a lot of pain. The patient went to see his physician the next day and was told that the pump battery was low and the pump reservoir was low on medication. The pump was replaced. Additional information was received and it was reported that the catheter was starting to erode through the skin at the pump/catheter connection. The patient had redness, tenderness and slight swelling. The catheter was replaced. The patient recovered without sequela. The pump was delivering morphine.

Manufacturer narrative:
Product ID: 8709, lot# l71602, implanted: (B)(6) 1999, product type: catheter. Product ID: 8709, lot# l71602, implanted: (B)(6) 1999, product type: catheter. (B)(4).